Event description:
It was reported the rf (radio frequency) head cannot interrogate to any device well. The rf head was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; moving rf (radio frequency) head cable caused interrogation to be intermittent. Rf head cable found out of electrical specification. Analysis also found the label is missing the laminate backing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.